Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reports following an intraocular lens (iol) implant procedure, a patient complains of unclear vision. After inspection of the lens, the surgeon has determined the body of the lens has opacified. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports corticosteroids were given to the patient and he 'became better'.